Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the procedure the steerable guide catheter (sgc) was removed and replaced due to a thrombus that was observed in the left atrium (la). One clip was then deployed reducing mr to grade 1+.

Manufacturer narrative:
In this case, there was no functional testing that was needed for the returned device as there was no reported device malfunction associated with the sgc. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported thrombus/thrombosis cannot be determined. Thrombus is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and medication required were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During the procedure the steerable guide catheter (sgc) was removed and replaced due to a thrombus that was observed in the left atrium (la). One clip was then deployed reducing mr to grade 1+.